Manufacturer narrative:
Investigation summary: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label. Customer reported needle partially blocked. The returned pen needle was tested for flow and it failed the flow test. A wire test was then performed and it passed. The wire passed through the cannula and there was a small white residue observed at the tip of the wire after being through the cannula (possible indication of reuse of the needle). A DHR for needle clog cannot be requested due to an unknown lot #. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle clogged; however, pen needle passed wire test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that if the needles are re-used, insulin residue could clog the cannula (user error) since these needles are one time use only.

Event description:
It was reported that unspecified bd¿ pen needle was partially blocked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was partially blocked. No serious injury or medical intervention was reported.